Event description:
A customer from (B)(4) reported to biomérieux a misidentification of an external quality control survey sample of bergeyella zoohelcum as myroides spp. (98%), in association with the vitek® 2 gn test kit. The isolate was cultured on cos (columbia + sheep blood) media at 27°c for 24 hours aerobically. The isolate, test reports for the gn card, and the survey results were requested from the customer. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. The investigation was initiated due to a misidentification of bergeyella zoohelcum on eeq survey (ctcb survey qc strain ctcb 164-1642), as myroides spp . Ctcb information: identification to the species for 63.4% of participants and to the genus for 64.4%. The isolate was subcultured on columbia blood agar medium, and testing included vitek® 2 gn cards from the customer lot (cl:241389540) & random lot (rl: 241379810). The results were compared with sequencing full 16s used to determine the intended result. The reference method confirmed the identification to the species bergeyella zoohelcum. On vitek® 2, multiple lots of gn cards gave a low discrimination call of myroides spp/ brevundimonas diminuta/vesicularis. The misidentification to the species myroides spp obtained by the customer (low discrimination in house) was not reproduced. Bergeyella zoohelcum is not in the vitek® 2 knowledge base (kb) and there is a limitation for species not claimed in the kb: testing of unclaimed species may result in an unidentified result or a misidentification.